Event description:
It was reported that after a cartridge and supply change, the user¿s ilet issued low insulin and change insulin alerts, the cartridge was depleted, and blood glucose rose to approximately 800 mg/dl, leading to hospital admission; the agent advised that an infusion site issue could have impaired insulin delivery, and the user reconnected the pump after discharge from pdh hospital. Symptoms included hyperglycemia with coughing and vomiting. Outcomes included hospitalization and subsequent recovery with resumption of ilet use. Investigation included review of pump connectivity and data availability and user education on site integrity and infusion troubleshooting. Investigation of this case revealed that the cause of hyperglycemia remained unclear, with a suspected poor infusion site or absorption issue and no confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
An investigation was performed, including review of available device and cgm data. No device malfunction alerts were identified in the engineering logs, and insulin delivery behavior was consistent with expected device operation based on available information. It was concluded that the event was associated with inadequate insulin delivery or absorption following a supply change, with no confirmed device malfunction identified. The device was not returned for evaluation; if the device is returned or additional information becomes available, a supplemental MDR will be submitted.